Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg for more than one year. Surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.